Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a low out of range right ventricular (rv) pacing impedance measurement of less than 200 ohms. The patient is dependent. A new rv lead was implanted and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The involved rv lead is a competitor lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).